Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/09/2020. Additional h3 investigation summary: as no sample was returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A picture was provided for analysis. During visual inspection of the picture, two empty labeled winding former, a dispensed suture and two needle that appears to be detached of product code w9580, lot pgm963 could be observed. However, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgm963 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not sure. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? No reported complications at this point. How the procedure was complete? The procedure was completed by replacing the suture, prolonged surgery and anaesthetics time for patient. Please provide procedure name and date: c-section procedure, (B)(6) 2020. Please clarify what is the product code, since source document is w9580 and ip-00934287 is w9580t. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, it was not. The patient is scheduled to re-examination. Up to now there is not any complications reported so far. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Not any information. Patient¿s current status? The patient has stable health. How the procedure was complete? For pulling-off suture needle while stitching, doctor must remove stitches and replace new suture for stitching. For suture threads pull out from the needle swage in tray, replace another. Please provide procedure name and date: c-section procedure, (B)(6) 2020 note: event reported in 2210968-2020-06690, 2210968-2020-06691, 2210968-2020-06693, and 2210968-2020-06694.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle while stitching. The doctor removed the stitches and replaced with a new suture for stitching. It takes the doctor more time to replace another needle. The surgery was prolonged. The patient has stable health. There were no adverse patient consequences reported. No additional information was reported.